Event description:
The customer reported that this unit powers up in configuration mode and does not respond to any of the keys. There was no report of patient involvement.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.